Event description:
As the system was calibrating the z-motion vertical for detector 1, the lower portion of the arm went down towards the floor. The arm for detector 1 stopped about 1 mm from contacting the floor. There was no report of death or serious injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).